Event description:
It was reported that the device had an atrial lead warning eventhough no atrial lead was ever implanted and the atrial port was plugged. The atrial sensing was reprogrammed to 4.0mv and the device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. The analyst noted that it is possible for this condition to occur if a valid atrial impedance measurement is recorded which is possible if there if fluid ingression into the port. If a valid measurement is taken then the device will take additional impedance measurements that may trigger the alert condition.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.